Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the battery indicator symbol. The patient reported that the alleged issue first occurred on approx one and a half months earlier (time not provided). She also mentioned that after the reported issue began, her hands were reportedly shaking (unknown when the symptoms exactly started). However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. She was not tested on any other meter. The patient stated that she was not able to test completely due to the issue. The meter displayed the "+/-" symbol and then it would power off. The patient was advised that it was the battery indicator and that the battery needed to be replaced. At the time of troubleshooting, it was verified that this was not a new product. It was determined that the patient had not changed the battery per the owner's manual (use error). This complaint is being reported because the pt alleged that she experienced a symptom that could be suggestive of hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. The patient did not receive medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.